Event description:
Apparently motor in the pump stalled. It failed resulting in increased spasticity in her legs and pain down her bilateral legs. Physician stated that this is something that can happen, but is rare. Device picked up by surgeons office to be returned to manufacturer.